Manufacturer narrative:
Pump passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus/thump. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2023 at time 09:23:31.000 during bolus, on (B)(6) 2023 at time 09:28:31.000 during bolus, on (B)(6) 2023 at time 09:32:38.000 during bolus, on (B)(6) 2023 at time 09:33:00.000 during bolus, on (B)(6) 2023 at time 09:33:25.000 during bolus, on (B)(6) 2023 at time 09:33:43.000 during bolus, on (B)(6) 2023 at time 09:34:59.000 during priming, on 03/19/2023 at time 09:36:04.000 during priming, on (B)(6) 2023 at time 09:37:55.000, on (B)(6) 2023 at time 09:42:15.000 during priming, on (B)(6) 2023 at time 09:43:39.000 during rewind, on (B)(6) 2023 at time 10:03:39.000 during bolus, on (B)(6) 2023 at time 10:08:39.000 during bolus, on (B)(6) 2023 at time 12:53:47.000 during bolus, on (B)(6) 2023 at time 12:54:12.000 during bolus, on (B)(6) 2023 at time 12:54:30.000 during bolus, on (B)(6) 2023 at time 12:54:52.000 during bolus, on (B)(6) 2023 at time 12:55:47.000 during bolus, on (B)(6) 2023 at time 12:56:12.000 during bolus, on (B)(6) 2023 at time 12:56:42.000 during bolus, on (B)(6) 2023 at time 13:23:31.000 during bolus, on (B)(6) 2023at time 13:28:27.000 during bolus, on (B)(6) 2023at time 13:29:49.000 during bolus, on (B)(6) 2023 at time 13:30:18.000 during bolus, on (B)(6) 2023 at time 15:13:37.000 during bolus, on (B)(6) 2023 at time 16:06:33.000 during bolus, on (B)(6) 2023 at time 16:08:16.000 during bolus, on (B)(6) 2023at time 18:37:49.000 during bolus, on (B)(6) 2023at time 02:53:37.000 during bolus, on (B)(6) 2023 at time 03:28:45.000 during bolus, on (B)(6) 2023 at time 03:43:41.000 during bolus, on (B)(6) 2023 at time 03:44:32.000 during bolus, on (B)(6) 2023at time 05:23:33.000 during bolus, on (B)(6) 2023 at time 10:00:23.000 during bolus, on (B)(6) 2023 at time 10:00:45.000 during bolus, on (B)(6) 2023 at time 13:19:17.000 during bolus, on (B)(6) 2023at time 13:19:53.000 during bolus, on (B)(6) 2023at time 16:35:52.000 during bolus, on (B)(6) 2023 at time 16:36:20.000 during bolus, on (B)(6) 2023 at time 16:36:56.000 during bolus, on (B)(6) 2023 at time 16:37:36.000 during bolus, on (B)(6) 2023 at time 21:49:40.000 during bolus, on (B)(6) 2023 at time 06:38:45.000 during bolus, on (B)(6) 2023 at time 05:03:37.000 during bolus, on (B)(6) 2023 at time 05:04:14.000 during bolus, on (B)(6) 2023 at time 05:04:44.000 during bolus, on (B)(6) 2023 at time 05:05:40.000 during bolus, on (B)(6) 2023 at time 05:06:10.000 during bolus, on (B)(6) 2023 at time 05:07:37.000 during bolus, on (B)(6) 2023 at time 05:09:10.000 during bolus, on (B)(6) 2023 at time 05:11:18.000 during bolus, on (B)(6) 2023 at time 15:43:39.000 during bolus, on (B)(6) 2023 at time 15:48:31.000 during bolus, on (B)(6) 2023 at time 15:48:55.000 during bolus, on (B)(6) 2023 at time 19:28:43.000 during bolus, on (B)(6) 2023at time 19:33:31.000 during bolus, on (B)(6) 2023 at time 19:34:06.000 during bolus, on (B)(6) 2023 at time 19:34:26.000 during bolus, on (B)(6) 2023 at time 19:34:54.000 during bolus, on (B)(6) 2023at time 23:54:04.000 during bolus, on (B)(6) 2023 at time 00:52:00.000 during basal, on (B)(6) 2023 at time 00:55:51.000 during bolus, on (B)(6) 2023 at time 00:56:00.000 during bolus, on (B)(6) 2023 at time 00:57:09.000 during priming, on (B)(6) 2023 at time 02:15:51.000 during bolus, on (B)(6) 2023 at time 02:59:09.000 during bolus, on (B)(6) 2023 at time 03:00:22.000 during bolus, on (B)(6) 2023 at time 03:00:50.000 during bolus, on (B)(6) 2023 at time 03:02:02.000 during bolus, on (B)(6) 2023 at time 03:02:43.000 during bolus, on (B)(6) 2023 at time 03:03:08.000 during bolus, on (B)(6) 2023 at time 03:05:32.000 during priming, on (B)(6) 2023at time 03:15:47.000 during priming, on (B)(6) 2023 at time 03:16:52.000 during priming, on (B)(6) 2023 at time 03:18:53.000 during priming, on (B)(6) 2023 at time 03:21:24.000 during priming, on (B)(6) 2023 at time 03:22:46.000 during priming, on (B)(6) 2023 at time 03:23:55.000 during priming, on (B)(6) 2023 at time 03:27:40.000 during bolus, on (B)(6) 2023 at time 03:28:04.000 during bolus, on (B)(6) 2023 at time 03:28:14.000 during bolus, on (B)(6) 2023 at time 03:29:34.000 during priming, on (B)(6) 2023 at time 03:33:11.000 during priming, on (B)(6) 2023 at time 03:35:10.000 during bolus, on (B)(6) 2023 at time 03:38:17.000 during bolus, on (B)(6) 2023 at time 03:43:17.000 during bolus, on (B)(6) 2023 at time 17:25:38.000 during bolus, in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage to the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay.in summary, customers alleged no delivery/occlusion alarm during therapy was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow alarms noted in pump history download. No anomalies noted on electronic/motor assemblies.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section d8/d9 with this report.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block. Troubleshooting was performed and advised the customer to rewind the pump, reinsert the reservoir into the pump, and run load reservoir/fill tubing to at least 5.0u and the insulin exited the tubing. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.